Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Review of the event history log of the pump found 1870 error code messages. Upon power up, error code 1870 occurred. The motor was found to be locked out, causing the issue. The report source however was determined to be unknown.

Event description:
Information was received indicating that during a pre-test, a smiths medical cadd legacy plus pump exhibited error 1870. No patient was involved in this event. No adverse effects were reported.